Manufacturer narrative:
Exact date unknown, event occurred in approximately middle of (B)(6) 2022.

Event description:
It was reported that the patients battery wont no longer charge fully. The patent underwent a battery replacement procedure and doing well post operatively. The explanted device will not be returned as per hospital policy.